Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) conductor wire insulation was peeled off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during preprocessing and the instrument was not inspected for any damage prior to reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the internal conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation did not show damage. Additional observation not reported by site was also identified: the fenestrated bipolar forceps instrument was found to have input disks #6 and #7 broken from the inside of the housing.

Event description:
Refer to h10/h11 for follow-up information.